Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis in good condition. After a functional check and visual inspection, the pump was found to be displaying code b3a2 is an error message that references a watchdog-occurred-unseen-by-mp. It's recommended that the software be reinstalled for preventative measures.

Event description:
It was reported that the device gave an error alarm with the message "error code 45986". Reporter stated the device also had a "fault downstream occlusion sensor". No known adverse effects to patient.